Event description:
In the literature titled "device profile of the lithovue single-use digital flexible ureteroscope in the removal of kidney stones: overview of safety and efficacy", it is reported that one patient experienced ureteric injury during a procedure using a reusable scope (urf-p6 uretero-reno fiberscope). This study was an objective assessment of the lithovue single-use ureteroscope (boston scientific) based on available studies at the time of publication. The lithovue single-use flexible ureteroscope has comparable clinical performance to existing reusable ureteroscopes based on available data. Cost analyses suggest that benefit of single-use ureteroscopes is institution-specific, and will likely be favorable at a low volume of cases and with high local costs for repairs of reusable scopes. In the reusable scope group, one patient experienced ureteric injury. Treatment required for this injury was not reported. There is no report of device malfunction.